Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box d. The following correction has been updated in this report. In box d: product UDI was corrected.

Event description:
A device was returned to a manufacturer service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the manufacturer service center visually inspected the device and found evidence of foam particles. If any additional information is received, a follow up report will be filed.